Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device history record file was reviewed indicating that product was released meeting all quality standard requirements. A sample was received. Visual and functional inspection was performed and a pinhole was found on the tip of the balloon. The reported issue was confirmed. A root cause could not be determined. As a result the cure time for the glue was increased and burst testing was initiated and incoming and final inspection. The investigation will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information regarding the event and initial reporter was requested. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the nutriport was inserted on (B)(6) 2018 and removed (B)(6) 2018. When the second device was removed, the patient did not inform his parents. This caused the stoma to close up as a result of the withdrawal of the device.